Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed a frayed grip cable at the distal idler pulley. The frayed strands were sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Additional observations that were not initially reported by the customer were derailed cable and pulley damage. One grip close cable was derailed at the distal idler pulley. The grips was still able to open and close but movement may not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. There were also scratches on the surface of the distal pulley. Engineering concluded that the scratches on the pulley were most likely due to tge derailed grip cable. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci s hysterectomy procedure, the user facility reportedly identified broken wires at the tip of the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.